Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 21-oct-2024. H3 and h6 codes: updated. One (1) sample was returned for evaluation. Visual inspection of the device did not reveal any damage or abnormalities. Functional testing was performed, during which a leak was observed at the corner of the cassette bag. The reported issue was confirmed, and the identified failure mode was leakage from the internal bag. The probable root cause of the leak could not be determined.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the cassette was noticed leaking during compounding. The leak occurred after completion of compounding, after addition of saline and drug. There was no patient involvement.

Manufacturer narrative:
D3: correction h7, h9: correction.